Event description:
Product issue was reported with our medical linear accelerator coherence therapist r2.1 and primeview 3i r2.1 with optivue where "when taking a portal image using the epid device and the image is associated with a drr from the planning system, in the lower blended image it is clear the image appears shifted approximately 1cm off center. When this image is disassociated from the drr the image physically shifts in the image box changes position from the isocenter." A customer service advisory letter has been sent (t200.680.01.01.02 dated september 04, 2007) to inform the installed base of this potential issue. The root cause of the problem is software related and a final solution is being developed. If the malfunction were to recur, it is possible portal images will become offset as a result of certain offset of filtering operations leading to potential patient positioning errors. Its important to note, that only the visual display of the portal image is changed. The offset values are consistent with the original calculation. There has been no reported injuries or mis-treatments related to this issue.

Manufacturer narrative:
Na